Manufacturer narrative:
Field g4 premarket/510k, from section g all manufacturers, contains both documents (B)(4) whose character limit prevented both entries from the field.

Event description:
It was reported that this insertable cardiac monitor (icm) depleted prematurely. The icm showed a decrease in battery voltage that appears to be faster than expected. It was recommended to return the device for analysis. The icm remains in service and no adverse patient effects were reported.